Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump(iabp) touchscreen was not working.

Manufacturer narrative:
Device is not repaired yet. No other information is available. In future if we receive any repair information will reopen and update the investigation.